Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 1 of 4. The caregiver (cg) stated that the supply bag disconnected from the supply line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the system error 2240 alarm. The cg stated they didn't see any defects or loose connections on the setup. The cg stated they were not sure if the line from the bag or the line from the cassette was defective. The cg stated they were able to continue therapy fine once they started over. The cg stated they did not have any form of samples to provide or the lot numbers to the samples. The cg stated the home patient (hp) has been performing therapy fine and has no further issues. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.